Event description:
It was reported that, "when the defibrillator was needed, it was found that the defib pad had the wrong adapter on the pre-attached cable. The pad would not connect to the defibrillator. The pt was successfully "defibbed" with another device.